Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with a staphylococcus lugdunensis infection in the implantable cardioverter defibrillator (ICD) pocket with evidence of vegetation on the right atrial (ra) lead. The ICD system was explanted. No further patient complications have been reported as a result of this event.